Event description:
Customer initially called requesting assistance with her carelink, but then she mentioned that she was hospitalized in (B)(6) 2008 due to high blood glucose and dka. Customer stated that she was not feeling well and went to the emergency room, but doesn't remember all the details. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.